Manufacturer narrative:
Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported that when the controller was not recognizing this fully charged battery when it was connected.  Several other batteries were tested without issue.  The faulty battery was exchanged without consequence to the patient.  No further information was provided.

Manufacturer narrative:
It was reported that the controller was not recognizing the returned battery. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated battery met all requirements for release. The reported event was confirmed via functional testing. Failure analysis revealed that the device passed visual examination but failed functional testing due to an inability of the battery to provide power. Internal inspection of the battery revealed that two wires from the printed circuit board to the output cable were lacking continuity. Internal inspection did not reveal any abnormalities with the connections of the wires to the printed circuit board. It was determined that the likely cause of the reported event can be attributed to an intermittent connection within the battery output connector. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.